Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, chronic high pacing threshold was observed. The lead was turned-off due to high current drain. The patient was asymptomatic. Lead was capped and replaced on (B)(6) 2016. The patient was fine before, during and after the procedure.